Event description:
Received info stating pt was hospitalized due to stomach flu. While in the hospital pt was treated for high bg's and dka.

Manufacturer narrative:
Mother stated she is confident that the pump is working correctly but, just wanted to report son's elevated. No product has been returned for evaluation. Should new info become available a follow up MDR will be submitted.